Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient had burning at their midline incision site. They stated that it decreased with stimulation off. However, it was reported that the burning was not consistent. They stated that sometimes it was present with stimulation on, and sometimes it was not. It was reported that impedances were checked, and everything appeared to be within normal limits. Burning currently was not present during the patient¿s office visit. The patient was reprogrammed, and the burning sensation was currently not present. It was unknown if the issue was resolved. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265 serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thought there was an issue with their implant. They stated that last week or so they had been experiencing a burning sensation and their muscles in their mid-back where the leads were, were constricting a lot. Programming considerations were reviewed. The patient stated that they had tried turning stimulation down and off, but that did not improve their symptoms. There were no traumas/falls reported that could be related to the issue. The patient stated that they had an MRI about a month ago, but that they didn¿t have an issue after that. They stated that the issue just started a week ago ((B)(6) 2019). The patient was redirected to follow-up with their healthcare provider (hcp). No further complications were reported/anticipated.